Event description:
The distributor contacted the manufacturer via email and stated that a millennium ventilator was showing error message ¿a01 low, loss of inlet gas¿ when the fio2 is set to anything above 70. Technical assistance was provided to the distributor and the following information was reported back to the manufacturer: after removing both filters, air and oxygen, and after installing one side only and swapping the process, it appeared that the problem was with the oxygen filter and not the air. Review of this complaint by the technical services department determined that the oxygen filter had been clogged.

Manufacturer narrative:
The distributor has been contacted three times in an attempt to obtain information regarding when the event occurred, serial number of the device, if there was patient involvement and to verify that the device has been repaired and brought back to functioning per factory standards. The manufacturer was notified by the distributor that the information is forthcoming. As of the time of this report was completed the requested information has not been received. A follow-up report will be submitted with the event information provided by the distributor once it has been received by the manufacturer.